Manufacturer narrative:
Consumer's parent stated that her daughter had burning and red eyes. The practitioner's office representative confirmed the patient was seen for red and burning eyes and the practitioner diagnosed the patient with bilateral acute atopic conjunctivitis. The patient was prescribed fluorometholone. The complaint sample was not returned for evaluation and the lot number is unknown. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the event reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Consumer's parent stated that her daughter had burning and red eyes. The parent reported that the eye care practitioner stated the product "hadn't burned her eye". The parent also reported that the practitioner attributed the burning and redness to the use of the product. The practitioner's office representative confirmed the patient was seen for red and burning eyes and the practitioner diagnosed patient with bilateral acute atopic conjunctivitis. The patient was prescribed fluorometholone. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.